Event description:
Luker, jakob, et al. (2023). "Incidence of premature battery depletion in subcutaneous cardioverter-defibrillator patients: insights from a multicenter registry". Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-023-01468-1. It was reported in the above journal article that out of 1054 subcutaneous implantable cardioverter defibrillator (s-ICD) devices implanted over the course of six years, just over 56% were equipped with a low-voltage capacitor that could potentially lead to premature battery depletion (pbd). This article discusses a multicenter study involving fourteen centers in europe, the united states, and canada, focusing on patients who were implanted with s-ICD, specifically models a209 and a219. The data was collected retrospectively using electronic data capture tools. The primary endpoint of the study was a composite of device removal, generator replacement, or generator failure (which was defined as the s-ICD battery reaching elective replacement indicator (eri) status without subsequent device removal or replacement). Device longevity was calculated, and pbd was defined as occurring within 60 months. Results from the study revealed that out of 1054 s-ICD devices implanted between april 2015 and april 2021, 56.6% were equipped with a low-voltage capacitor that could potentially lead to premature battery depletion. The mean follow-up duration was 2.56 years. Device failure, replacement, or removal occurred in 10% of cases, with 48% of those cases experiencing battery depletion after an average of 54 months. Regular battery depletion (>60 months) occurred in 14.2% of cases, while pbd occurred in 3.5% of cases, with pbd being observed only in s-ICD generators with potentially faulty capacitors. Boston scientific's online lookup tool was able to identify all of the devices with potentially faulty capacitors. Besides the device removal, generator replacement, or generator failure mentioned above, no other adverse patient effects were discussed. Of note: this journal article included data from the following account(s): jordana kron, jayanthi koneru, virginia commonwealth university/pauley heart center, richmond, virginia, USA. Hilton franqui-rivera, department of medicine, cardiovascular disease division, university of puerto rico, san juan, puerto rico 00936, USA.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.